Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-dec-2017. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), syncope ("faintness") and mobility decreased ("could not sit down / could not run"). At the time of the report, the abdominal pain, syncope and mobility decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, mobility decreased and syncope with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.